Event description:
It was reported to philips that during a procedure there was a collision between the c-arm of the device and the patient, and that the patient sustained a hematoma. According to the available information, the user was moving the c-arm while watching the angle values which are presented on the flexvision monitor and not watching the c-arm itself. Another technician had to notify the user that c-arm had collided with the patient. A collision lasting approximately 30 seconds was registered in the log file. A philips field service engineer (fse) visited the site, replaced the bodyguard interface box, and performed bodyguard sensor calibration. The device was returned to use in good working order. The fse learned that the patient passed away. It is not currently known if the patient's passing away is related to the reported hematoma and/ or device. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information received, the emergency coronary procedure was completed on the same system. After the procedure, the patient was transferred to the inpatient intensive care unit due to cardiogenic shock. The customer confirmed that the patient's death was due to the cardiogenic shock and was unrelated to the hematoma, which did not require any additional medical intervention. A philips field service engineer (fse) inspected the system on site and system log files were analyzed. Log file analysis identified the alleged collision and a position slip error of the table. It also confirmed that the system's bodyguard sensors were functioning correctly. The fse replaced the table's automatic motion control and height potentiometer. After replacement, the bodyguard sensors could not be calibrated and were replaced. The system was returned in good working order. At the time this complaint was received, philips did not have enough information to conclude whether the patient's death was related to the sustained hematoma and as such the complaint was reported. Investigation has confirmed that the patient's death was unrelated to the hematoma and to the collision with the philips system. The azurion system is designed to detect and prevent collisions, as well as identify the component/location of the collision. Mechanical devices, such as slip clutches and motor current errors, are installed to limit harm or damage during a collision. The bodyguard system senses distances between the stand and other objects and slows the movement speeds when an object is detected within a certain safety distance of a sensor. If a collision does occur, the collision force will be lower because of the reduced movement speed and the collision is not likely to cause or contribute to serious injury or death. As such, this complaint was re-evaluated as not reportable. The reported problem code was corrected.